Event description:
It was reported that the patient with this artificial urinary sphincter has experienced an increase in incontinence in the last six months and has gone from using one up to two pads per day. He stated that his device does function properly otherwise. His physician performed cystoscopy during which it was determined that the cuff was not closing completely. The patient also mentioned he had undergone a stricture procedure. The physician suggested a revision surgery. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.